Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a mini drawer experienced a failure and was unrecoverable. As a result, medications stored in the affected drawer could not be accessed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device mini drawer 1.13 failed and was unrecoverable. A field service engineer (fse) replaced control unit in mini drawer 1.13 and verified through application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.